Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The subject device was not returned to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connection socket yet there is not a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the video system center exhibited image interference. There was no patient involvement.